Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).

Event description:
A customer reported via phone call indicating that their insulin pump was squirting out of their insulin pump during the manual prime process. The customer's blood glucose level was 260 mg/dl. The customer states that the numbers do not appear on the screen of the device and is not able to complete a successful set change. The customer sent the product back for analysis. A replacement insulin pump was shipped to the customer.